Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se found one of the pins in breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) slot was bended. The se realigned the slot holder, and fixed the bdu. The unit passed all tests and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that the ventilator failed power on self-test (post). There was no patient involvement.

Manufacturer narrative:
(B)(4).